Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were currently in the or. The caller reported all impedances were showing >4k ohms. They said it had been wiped and re-insert multiple times. The caller confirmed they were seeing the blue light when the lead was inserted into the ins and impedances were tested in the pocket. The caller reported the patient was getting motor response at 1.0-1.7ma. The agent reviewed motor response. The physician confirmed the lead was implanted perfectly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The agent sent a followup email to the rep for information on device and outcomes. The next day the rep responded that the outcome was that they put in a new battery and impedance was good during post op. Additional information was received from the rep. The rep reported that the cause of the high impedances was unknown. They reported that what likely caused or contributed to the issue was unknown. They reported that steps taken to resolve the issue included that the issue resolved and the impedance was fine post operation. They reported the issued had been resolved.